Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2019-11904. It was reported patient was unable to set ipg to MRI mode and an error message was displayed on (B)(6) 2019. X-rays revealed that the leads had migrated. To address this issue patient may be awaiting surgical intervention at a later date.

Event description:
Additional information received identified that the t8-t9 lead did not undergo surgical intervention. The lead remains implanted in the patient.